Event description:
A female technician was drawing up (with a syringe) to put 3ml's of acd-a, 30ml solution in preparation before a patient entered the room and air was in the syringe. As the technician tried to remove the air, the solution discharged in an "arc" motion into her eyes, mainly her right eye. She wears contacts. Location of event: hospital operating room. Patient reaction/immediate care: eyes were red and she experienced irritation burning/itchiness. The help nurse immediately flushed the technician's eyes with water for 10 - 12 minutes; however, eyes were still red. The technician went to the ER to seek further evaluation and the physician from the ER flushed her eyes with water again for 5 minutes. The technician's eye irritation went away and the redness lasted until the next day, (B)(6) 2012. The physician advised the technician not to wear her contacts for the next 24 hours and discharged her back to full duty. This is a component in a biomet kit. Item: 800-0505a, description: gps lll mini kit w/30ml acd-a, device code: kss, lot# 112904.

Manufacturer narrative:
Reference; MDR number: 1825034-2012-00683.